Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2009. Subsequently, patient attempted to pick up an object estimated to weigh about (B)(6), and felt a "pop" in his shoulder. Radiographs showed a fractured humeral tray. Patient was revised on (B)(6) 2011, with the humeral stem, humeral tray, and humeral bearing being removed and replaced.

Event description:
Revision - fractured taper / humeral tray.

Manufacturer narrative:
Evaluation of the returned component confirmed fracture of the taper from the humeral tray. The fractured taper of the humeral tray remains in the stem with a drill bit embedded in it, suggesting an attempt was made to remove it from the stem and that it was well fixed within the stem. There is evidence of post fracture damage on the humeral tray fracture surface as well as evidence of post fracture contact with the fractured taper/stem on the lateral tray face. The combined damage has obscured fracture surface artifacts that could have suggested origin and type of fracture.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.